Manufacturer narrative:
Occupation is parent of the consumer. The case was sent to the manufacturer for investigation. Potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr).

Event description:
The consumer reported a negative result with the covid-19 at-home test compared to pcr. The consumer performed a covid-19 at-home test and the result was negative. On the same day that the covid-19 at-home test was performed, the consumer had a pcr test performed at the hospital and the result was positive. The covid-19 at-home test result was not believed to be correct because the consumer was feeling covid symptoms. The exact date of the event was not provided. No other information can be provided. No additional information about treatment and outcome was provided.